Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user reports that she unable to open the drawer. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model #. A review of the complaint history for sn (B)(6 )was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) opened the back panel and noticed that there were no lights on the auxiliary half-height (hh) drawer boards 4.1/4.2 or the power management controller (pmc) board. After logging in, the drawer was found to be missing in device settings. The device was powered down, and the pmc board was replaced initially. However, upon booting up the station, the pmc board was immediately damaged by bad drawer controller boards. The device was shut down again, and both drawer boards 4.1/4.2 and another new pmc board were replaced. After booting up the device, logging in, and configuring the drawer with the new boards, the failed icon was gone. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user reports that she unable to open the drawer. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.